Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient with pre operative diagnosis of lumbar degenerative disc disease with instability and radiculopathy at l5-s1 underwent following procedures: posterior pedicle screw instrumentation, l5-s1. Lumbar decompression at l5-s1 to decompress the l5 nerve root. Posterolateral arthrodesis, l5-s1 using compression resistant matrix, bone morphogenic protein and locally harvested bone. Lumbar decompression at l5-s1 to decompress the s1 nerve root. Use of locally harvested bone graft for arthrodesis, l5-s1. As per operative notes: "the arthrodesis was then completed using compression resistant matrix, locally harvested bone which had been previously morselized and bmp-soaked sponge. This was placed into the lateral gutter spanning the transverse process of l5 to the sacral ala, which had been decorticated." Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.